Manufacturer narrative:
A complete lead was returned in two segments. Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited capture anomalies and the right atrial lead was dislodged. The leads were explanted and replaced. The patient was stable following the procedure. No additional information was reported.